Event description:
Merci retriever broke off in patient's head, resulting in pieces being dislodged. Patient able to speak and was coherent after procedure was finished. Device is on-site, concentric is aware of incident. We have the equipment sequestered and will not be releasing to anyone. Family asking for autopsy.